Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 5076-45 implantable pacing lead, implant date: 2007 (B)(6). (B)(4).

Event description:
It was reported that the device had a power on reset approximately 4 months ago. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.